Event description:
The customer reported that during a surgical procedure involving the monofocal preloaded intraocular lens (iol), a haptic became adhered to the optical zone of the lens after implantation into the capsular bag. The surgical team separated the haptic after multiple attempts using an intraocular lens positioning hook, after which the haptic gradually unfolded and moved into the correct position within the capsular bag. The adhesion of the haptic to the optical zone increased the complexity of the surgery and resulted in a prolonged procedure. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section e1: reporter: middle name: unknown/ not provided section e1: reporter: email address: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section e1: reporter: address: state, province, or territory: unknown/ not provided section e1: reporter: address: post office or zip code: unknown/ not provided section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.